Manufacturer narrative:
Surgeon used longer priming stem and cables to remedy femur fracture. Restrictive motion/ movement was in place as a concern post op. Patient bone quality a concern. No further concern reported by surgeon. No indication of a device malfunction. Surgeon did note that the patient had poor bone quality and vitamin d deficiency.

Event description:
Patient femur fracture occured 2 days post hip replacement surgery.